Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient received multiple shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. This was a result of signal amplitude changes. The patient was brought into the office and the amplitude changes were not able to be reproduced. The only programming change made was the gain and the sensing vector remained the same. The patient was sent home and presented again the following day with additional inappropriate shocks. Therapy was programmed off in the s-ICD. A revision procedure was performed two days later where the s-ICD and electrode were explanted. No additional adverse patient effects were reported.